Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device would not charge above 1¿2 percent despite attempts to charge using a different outlet, and a replacement ilet was shipped with a return label later reissued via email. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included device replacement and availability of backup therapy, with no impact to the person¿s health and no hospitalization. Investigation included customer troubleshooting for charging behavior and logistical coordination for device replacement and return. Investigation of this device did not revealed a device power or battery depletion issue consistent with a charging or battery component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not a device component failure related to the power or battery system.